Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, total vaginal vault prolapse, cystocele, rectocele and large enterocele, sui with intrinsic sphincter deficiency in emergency and mesh was implanted. It was reported that the patient had a concurrent procedure of a modified sling urethropexy, anterior colporrhaphy, posterior colporrhaphy, bilateral retroperitoneal vaginal vault suspension performed during mesh implantation.